Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated excessive smoke was coming from the cell-dyn sapphire analyzer. The instrument was turned off immediately. No injury was reported.

Manufacturer narrative:
The evaluation included review of product historical data, product labeling, and examination of the returned parts. The abbott field service representative (fsr) inspected the cell-dyn sapphire for signs of damage to the boards of the system and found that the compressor pump's capacitor showed signs of melting to its case. The compressor assembly was returned for evaluation and the investigation team found the compressor pump's capacitor showed signs of the case melting both at the upper half of the capacitor and the lower half of the capacitor. Inspection of the pump itself showed that the pump was found to move freely and was not locked. It was determined that this incident was based on a failure of the internal components of the capacitor; there were no signs of failure related to the pump itself. Review of product historical data for any trends and all customer complaints received for this issue did not identify any adverse trends or abnormal complaint activity. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the evaluation, it is concluded that the complaint incident was specific to the cell-dyn sapphire, serial number (B)(4), requiring service. No product deficiency was identified.